Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebw0230 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse opened the product to start the procedure prior to insertion, a hole was allegedly noticed at the 0 marking on the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr s/l per-q-cath catheter. The stylet was removed and was not returned for evaluation. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent; however, multiple leaks were observed emanating from split sites between the molded joint and the 1cm depth marking. Tactile inspection of the sample revealed tensile weakness and necking in the vicinity of the splits. Microscopic inspection of the splits revealed inward curving edges. The split edges exhibited coarsely granular textures. Following longitudinal bisection of the catheter in the vicinity of the splits, inspection of the inside surface revealed the interior damage to be more extensive than the external damage. The split characteristics, material weakness and interior featuring were consistent with damage caused by abrasive contact between the catheter and the stylet during manipulation or removal. This can occur if the stylet is not wetted prior to removal and if the catheter is compressed during stylet removal. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ and ¿catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ a lot history review (lhr) of rebw0230 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse opened the product to start the procedure prior to insertion, a hole was allegedly noticed at the 0 marking on the catheter.